Manufacturer narrative:
Method: x-ray. Device evaluation: as received, the valve exhibited thickened tissue. Multiple tears were noted along the attachments. At leaflet 3, two tears that measured to approximately 8-9 mm were noted at opposite commissures, 1 and 3. Tears that measured to 8-9 mm were also noted at leaflet 2 commissure 3, and at leaflet 1 commissure 1. Minimal host tissue overgrowth was detected at the stent inflow. No inconsistencies detected in the x-ray as the wireform is intact. The valve was then submitted for histological testing; histology revealed that the leaflet tissue has undergone substantial non-calcific degeneration in the areas where the tears occurred. Localized infiltration of mononuclear/macrophage cells was observed in the surface layer of the leaflet specimens and near the edge of the tear. Non-calcific tissue degeneration is a complex process triggered by the interaction between the host and the device and is highly variable among patients. The mechanisms associated with noncalcific tissue degeneration are not fully understood. Patient biological factors such as age, the state of the immune system, and comorbidities are believed to play important roles in the development of non-calcific tissue degeneration. The commissural areas, where the tears and tissue damage were observed, are also regions of high mechanical stress in the leaflets. It is possible that both operational mechanical stress and biological factors such as infiltration of proinflammatory cells, mononuclear cells or macrophages, may have played important roles in the leaflet tissue degeneration observed. However, the direct cause in this particular valve remains unknown.

Event description:
An email was received from a patient with an implanted aortic valve stating the following: " I have a (B)(6) bovine aortic valve that has ruptured after 10 years. I need to go back in for replacement. I ruptured it during a 24 mile run. Have they developed any better product that would suite me?" Via phone call with the patient, it was learned that the edwards valve was explanted on (B)(6) 2012, and replaced with a non-edwards bioprosthesis. Attempts with the healthcare provider to obtain additional information, device return, and patient records have been unsuccessful to this date.

Manufacturer narrative:
(B)(4) = dehiscence. Although attempts are ongoing, the healthcare provider has not provided any additional information regarding this event. An edwards representative has contacted the reporter (patient) via phone, and learned that the subject valve was explanted and replaced with a non-edwards' bioprosthesis. The patient stated to be doing well after the explant and re-do avr. The explanted device has not been returned to edwards for evaluation. There has been no allegation of a device quality deficiency that may have caused or contributed to this event. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Additional information and updates will be reported if received.